Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump and to call back if any issues arise again.